Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent a revision procedure wherein the old ipg was replaced with a non-rechargeable device. The patient was doing well postoperatively. The explanted ipg was discarded by the facility.